Event description:
Arthroscopic knee surgery [arthroscopic surgery], vomiting [vomiting], swollen knee [joint swelling], right knee pain [arthralgia], right knee effusion [joint effusion], had to use crutches to get around [gait disturbance]. Case description: medwatch was rec'd from the FDA voluntary medwatch program via a co rep on 26-aug-2008. The report concerned a male, age, and initials unk, with a history of previous treatment with synvisc, who experienced right knee pain, right knee swelling, difficulty walking, right knee effusion, vomiting, and arthroscopic knee surgery, after starting synvisc. The pt's wife was the rptr. The pt's wife reported that the pt had had several series of synvisc in his left knee. On unk dates in 2006, the pt had a series of three synvisc injections into the right knee. According to the rptr, the injections seemed to "go as normal". By noon the following day (date unspecified), the pt's knee was extremely swollen and very painful. By that evening, he had to use crutches to get around. His dr prescribed darvocet and told him to come into the office the following morning. At the office, 14 vials of fluid were drained from the pt's knee. The pt was sent home with antibiotics (unspecified), vicodin and steroids (unspecified). The pain became so intense that none of the medications could touch it or provide any comfort. The next day, the physician removed another 12 vials of fluid from the knee. At that time, the pt was in uncontrollable pain and was vomiting. He was sent to the ER for lab work and was admitted. The following day, the pt underwent arthroscopic knee surgery to flush and clean the joint. The pt was discharged from the hosp four days later on intravenous antibiotics. As of early 2007, the pt had been unable to work for nine weeks and still needed crutches. The rptr stated that there were never any sign of infection, gout or any reason for this reaction other then synvisc. The pt was being treated by a rheumatologist who told him it could be six mos or more before it was better. The rptr expressed concerns about the possible use of synvisc in other joints besides knees.

Manufacturer narrative:
Evaluation summary: the prod lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring prod quality. This review has not indicated trends that could be associated with any prod complaint. Genzyme will continue to monitor complaints.